Event description:
A us distributor reported that a battery pack had faults and was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a monitor was displaying a service code 110. A us distributor reported that a battery pack had faults and was unable to power a monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a defective c1 capacitor and defective d1, l1, and l2 components on the computer/analog pca. The root cause for the defective c1 capacitor and d1, l1, and l2 components could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of battery has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery.